Manufacturer narrative:
A1-a4: patient weight, age, and date of birth not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured driveline power (b) faults with system controller fuse (b) open faults. The pump was unaffected and appeared to be operating normally. Related manufacturer reference number: (B)(4) (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. No further information was provided. The manufacturer is closing the file on this event.